Event description:
In 2005, a leak was observed at the junction of the ventricular catheter and the drainage bag. The drainage bag was replaced. Five days later a leak was noted at the level of the bandage. The ventricular catheter and drainage line were removed at the operating room, a split was noted on the catheter. A new catheter was placed. This problem then lead to a surgical intervention, which raised the patient's risk for developing infection. About 15 months later we were informed that the devices were discarded.